Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the reported issue occurred during a diagnostic procedure which was completed by moving the patient to another room. A philips remote service engineer (rse) inspected the system remotely with the customer and confirmed the reported problem. The analysis of the system log file found no significant errors, but the remote evaluation confirmed that the flexviewing pc starts correctly. The rse requested an onsite visit to check the cabling to the flexvision pc. Onsite troubleshooting by the philips field service engineer (fse) confirmed that the monitor in the examination room (flexvision) was not working due to a bad connection of a video cable in the technical room b-cabinet. To resolve the reported issue, the fse reconnected the wiring in the b-cabinet, and after functional checks, the system was returned to working conditions. The codes were updated based on the investigation outcome.

Event description:
Reported problem: the inside screen shows an error; it gets blocked. It was reported to philips that the system flex vision screen did not show an image. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.